Event description:
Device malfunction: balloon rupture. Time of malfunction: during procedure. Symptoms/ae: none. It was reported that during dilatation in a brachial shunt, the fox plus balloon could not be inflated and was not pressurized at any time. It was thought that the balloon may have been damaged prior to the inflation attempt. The balloon was completely removed from the anatomy. There was no adverse pt effect. Though requested, no add'l info was provided.

Manufacturer narrative:
(B) (4). (B) (4): evaluation summary: the device was returned as a complete unit. During inflation of the balloon, a pinhole was found near the middle of the balloon. The tip of the device and the marker bands did not show any abnormalities. The device was flushable. The guidewire was inserted from the distal and from the proximal sides without any abnormalities. There was no evidence of a device quality issue. A root cause for the balloon rupture could not be determined based on this investigation. A review of the finished device lot history record did not reveal any non-conformity which could have contributed to this event.